Event description:
It was reported that the patient experienced ineffective therapy/coverage. X-ray confirmed that the lead has migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.